Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04154. It was reported the pt was experiencing heating at the ipg pocket while recharging. In addition, the pt reported a pain sensation at the ipg site. The sjm rep met with the pt and determined the pt was continuing to charge the ipg even after it was fully charged. The pt was provided with charging recommendations. A replacement charging system was offered but the pt wanted to utilize the charging recommendations. It was reported the pt did not want to pursue surgical intervention at the time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.